Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem was not evident. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The reagent lot number was 76718305. The expiration date was not provided. The field service engineer ran performance testing, qc, and precision testing with all results within the specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable estradiol results for qc material and a patient sample from the cobas e411 disk analyzer. The initial result was >3000 pg/ml. The repeat result with a 1:10 dilution was 1910 pg/ml. The customer stated they never received any estradiol result on 1:10 dilution that was less than 2800 pg/ml, so they performed a 1:5 dilution with a result of 2102 pg/ml. The sample was repeated with no dilution, and the result was >3000 pg/ml. The result with a 1:2 dilution was 2623 pg/ml. No questionable result was reported outside of the laboratory as the customer did not know which result was correct.